Event description:
Boston scientific was notified that during an event when the fastracker-325 catheter was advanced through an appropriate guiding catheter (.038" 5f catheter from bard) according to directions for use, the physician felt resistance and detected under flouroscopy that the catheter was separated into two pieces at the distal part. The entire catheter could be removed from the body without any problems. Another selective catheter was used to finish the procedure successfully. The pt was not hurt and is fine. The physician has experience with this catheter and had no problems like that before.